Event description:
It was reported that during a surgical procedure conducted at the user facility the device stopped working, causing a 30 minute prolongation of the procedure, which resulted in the administration of additional anesthesia. The procedure was completed successfully using back-up equipment. No additional medical intervention or adverse consequences were reported with this event.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that during a surgical procedure conducted at the user facility the device stopped working, causing a 30 minute prolongation of the procedure, which resulted in the administration of additional anesthesia. The procedure was completed successfully using back-up equipment. No additional medical intervention or adverse consequences were reported with this event.

Manufacturer narrative:
The device was evaluated by a manufacturer foreign subsidiary. The reported event was not able to be confirmed by a repair technician through functional evaluation. Upon disassembly for visual examination, no components were identified which would have likely caused or contributed to the reported failure. The device was serviced for preventive maintenance and placed in the manufacturer loaner stock.